Event description:
It was reported that the customer was hospitalized due to high blood glucose. The caller stated that no air bubbles noted after changing the infusion set. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg. Report 1 of 2, medwatch report # 3004209178-2012-85882. Mfg. Report 2 of 2, medwatch report # 3004209178-2012-85883.